Manufacturer narrative:
Conclusion: there was no allegation of device malfunction or quality deficiency that may have caused or contributed to this event. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. It was reported that the user pulled on the sheath during deployment, which is the likely cause leading to the valve dislodgement. Per the corevalve IFU, perforation is a potential adverse effect that can occur. In this case, it is possible that the incomplete capsule closure or attempt to retrieve the valve may have caused or contributed to this event, but an assignable root cause cannot be determined at this time.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via direct aortic access, the valve dislodged out of the targeted location while at 2/3 deployment. It was reported the dislodgement occurred because the sheath had been pulled back to allow room for release. It was reported that when the valve released, the outflow tract perforated the ascending aorta. Per the physician, the aorta was very thin and soft due to bicuspid valve etiology. The patient was placed on bypass and received a non medtronic surgical valve. The aorta was replaced with a graft. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has not been returned for analysis, however, the return is anticipated. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).